Event description:
Patient reported obtaining a result of about 400 - 500 mg/dl (exact value not provided), while using the suspect device based on this result, patient reportedly self-treated with insulin (amount and type not provided). Patient stated that, later that afternoon, they were found unconscious, by their spouse. Patient's spouse reportedly treated patient with food after which patient regained consciousness. Patient stated that they contacted their physician, and was advised to come in for an examination, the following morning. Patient reported that, prior to entering the hospital they lost consciousness again. Patient could not recall if they had tested their blood glucose prior to their appointment. Patient's blood glucose reportedly measured 26mg/dl on their physician's blood glucose monitor. Patient indicated that they were treated with intravenous fluids (contents not provided). Patient did not provide any additional information about treatment received or duration of hospitalization. Patient's current condition: "not so good". Technical support requested the return of the suspect product and replacement product was shipped.